Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding"), fallopian tube perforation ("perforation (fallopian tube)"), device expulsion ("malposition of essure device location of device: uterus and near cervix") and uterine perforation ("perforation (uterus)") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included overweight and acne. Concomitant products included ibuprofen (motrin) since 2013, naproxen since 2016, panadeine co (tylenol #3) since 2013 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain\ severe cramping"), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs made worse"), constipation ("constipation"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), exfoliative rash ("scaly rash"), eczema ("eczema/dermatitis of nipple"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), breast cancer ("breast cancer scare"), urticaria ("hives on face"), back pain ("back pain"), arthralgia ("joint pain") and oropharyngeal pain ("throat pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, fallopian tube perforation, device expulsion, uterine perforation, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, constipation, alopecia, bacterial vaginosis, migraine, headache, nausea, fibromyalgia, allergy to metals, exfoliative rash, eczema, vaginal discharge, weight increased, breast cancer, urticaria, back pain, arthralgia and oropharyngeal pain outcome was unknown and the irritable bowel syndrome, depression and anxiety had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, breast cancer, constipation, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, exfoliative rash, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, oropharyngeal pain, pelvic pain, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - in 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received:the event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia,fatigue,ibs made worse, constipation, hair loss,bacterial vaginosis, device expulsion, migraines / headaches, nausea,fibromyalgia, nickel allergy, nickel allergy,perforation (fallopian tube(s)), perforation (uterus),depression, anxiety, scaly rash, eczema clubbed with dermatitis of nipples,breast cancer,vaginal discharge, weight gain,joint pain,back pain,throat pain,hives on skin added.reporter,concurrent condition,concomitant medication added.outcome of event ibs,depression,anxiety added as not recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain\ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2016, plaintiff was even forced to undergo one or more surgeries to remove the essure coil.). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.